Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm horizon clip applier instrument had a broken cable in the working part area of the instrument. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage observed or any procedure delay was seen. The surgery was completed as planned. No fragments fell inside the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm horizon small clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. A clip test could not be complete due to the broken grip cable. The break in the grip cable prevents the grips from fully closing, therefore a clip cannot be applied in the instruments' current condition. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable exhibited abnormal sharp edges or damage that would have contributed to the cable breaking. The mechanical indentation to the distal pulley is the affected surrounding component. Additional observation not reported by site that is related to the primary failure: the instrument was found to have one indentation on the edge of the distal idler pulleys. There were no pieces missing. Grip cable adjacent to this indented pulley show damage which may indicate potential mishandling/misuse. The grip cable was broken.